Event description:
The patient reported that the up arrow button was not responding with every press for a few weeks. The patient confirmed that there was no damage to the keypad. The patient reportedly wore the pump in a pump case attached to a belt and did not clean the pump.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The up and backlight buttons were found to be intermittently responding to presses. The backlight button has no effect on insulin delivery function. The keypad was removed and adhesive was observed under the button contacts.